Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 3a endoleak with complete component separation and a type 1b endoleak. The main cause of the distal loss of seal was the off-label large diameter vessel with severe calcifications at the landing zone, a cautionary product use condition. Both of these conditions represent an intentional user error. The main cause of the complete component separation was the severe aortic remodeling in combination with medical non-compliance. The patient did not return to the hospital for image surveillance three years prior to this event. The devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: device codes updated.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently with gastrointestinal (gi) bleeding. A computed tomography angiogram (cta) was performed which showed the patient had a type 3a endoleak with complete component separation, a newly formed right common iliac artery (rcia) aneurysm and abdominal aortic aneurysm (aaa) growth. The physician indicated the patient was non compliant with follow up surveillance of their aaa. The physician believes the medical non-compliance led to the eventual type 3a endoleak with component separation from the rcia aneurysm feeding into the aortic aneurysm sac causing an elongation/remodeling of the aneurysm sac. The physician elected to implant two additional suprarenal aortic extensions and an ovation limb extension to seal the endoleak. During the repair procedure the physician was unable to gain access through the femoral artery due to the way the devices separated and had to use the left brachial artery to deliver the repair devices. The procedure was completed without incident and the patient is reported as doing well. There have been no additional adverse events reported for this patient.